Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 515064, batch no: 1903158. It was reported that during use of the protector p20-o the protector did not go down all the way around the top of the vial which caused leaking around the top between the protector and vial. The following information was provided by the initial reporter: the protector did not go down all the way around the top of the vial which caused leaking around the top between the protector and vial. She used the assembly fixture when capping. I also noticed that the protectors were sitting crooked on two vials that also had cellophane when she used the assembly fixture and I made sure she pushed it down after taking it out. Clinician visualized leaking of hd fluid during mixing of chemo with p-20 optima protector.

Event description:
Material no: 515064, batch no: 1903158. It was reported that during use of the protector p20-o the protector did not go down all the way around the top of the vial which caused leaking around the top between the protector and vial. The following information was provided by the initial reporter: the protector did not go down all the way around the top of the vial which caused leaking around the top between the protector and vial. She used the assembly fixture when capping. I also noticed that the protectors were sitting crooked on two vials that also had cellophane when she used the assembly fixture and I made sure she pushed it down after taking it out. Clinician visualized leaking of hd fluid during mixing of chemo with p-20 optima protector.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1903158, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of lot 1903158 were used for additional evaluation. Functional testing was performed, connecting the protector sample to a vial, injector, and syringe per the instructions for use provided with the product. In all cases the protector was properly fitted to the vial, liquid was able to be drawn from the vial, no leaks occurred, and the product functioned as intended. Based on the available information we are not able to determine a root cause at this time.